Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was sometimes dropped or bumped. Customer states drive support cap was loose. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Motor error alarm during rewind due to motor excessive axial play. The insulin pump passed the stop current and run current tests. Unable to verify prime, motion sensor test failure alarm or perform the self-test, off no power test, unexpected restart error test, displacement test, prime/test, occlusion test and no delivery test due to motor error alarm. The insulin pump had loose/protruded drive support disk, cracked case at display window corner, reservoir tube, broken reservoir tube lip, minor scratched display window and missing end cap sticker.